Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 95% stenosed target lesion was located in the left circumflex artery. A 2.75 x 24mm synergy shield drug-eluting stent was advanced for treatment. During the procedure, the stenosis of the lesion was difficult to advanced, resulting in fracture of the stent shaft. The procedure was completed with another of same device. The patient's condition was stable post-procedure.